Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred between 15:12pm and 15:17pm on (B)(6) 2019 during manual replacement of the reagent in bottle 3 (ethanol). This was determined based on information documented by the fss that: "after discussion with tech, the bottle was replaced with 70%" although a user had affirmed in the instrument software that the reagent concentration in bottle 3 was to be set to the default value of 100% and use of this reagent for the final dehydration step of the two (2) protocols executed between 07 and 10 june 2019, from which sub-optimal tissue processing was identified. Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately 4 minutes and 2 seconds at 15:12pm on (B)(6) 2019, which is sufficient time to replace the reagent. The station properties were reset at 15:17pm on (B)(6) 2019 with a user affirming in the instrument software that the ethanol concentration in bottle 3 was to be set to the default concentration of 100%. The properties of the reagent bottle in 3 prior to this user action were: ethanol concentration = 56.3%, cycles =14, cassettes =801 and days = 8. Although a user affirmed in the instrument software that the ethanol concentration in bottle 3 was to be set to the default value of 100% at 15:17pm on (B)(6) 2019, the actual ethanol concentration was 70% based on information documented by the fss after discussion with "a tech" from the laboratory. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol) with an ethanol concentration of 70% was used for the final dehydration step of the following two (2) protocols: the "factory 8hr xylene standard" protocol comprising 65 cassettes, which started in retort a at 20:44pm on (B)(6) 2019 and completed at 06:00am on (B)(6) 2019; and the "factory 8hr xylene standard" protocol comprising 186 cassettes, which started in retort b at 20:47pm on (B)(6) 2019 and completed at 06:30am on (B)(6) 2019. As the minimum final reagent concentration required for ethanol is 98%, the quality of tissue processing from each of these two (2) protocols would have been adversely impacted. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
On 11 june 2019, leica biosystems received a complaint regarding "poor processing" from two (2) processing runs, which had started on (B)(6) 2019 and completed on 2019, and were executed in either retort a or b. The complainant advised that no error code(s) had been displayed during execution of the affected processing runs; the quality of tissue processing was identified as sub-optimal when specimens were sectioned on (B)(6) 2019, at which time excess alcohol was identified in the specimens; and all the reagents on the instrument, excluding the wax in the wax chambers had been replaced. On (B)(6) 2019, a leica applications specialist-core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reviewed the instrument logs and documented that the reagent station for bottle 3 had been reset to the default value of 100% and "after discussion with tech, the bottle was replaced with 70%." On 08 july 2019, the fss received information from the laboratory that all cases involved in this event had been "signed out".